Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stopped while sawing. It wasn't possible to restart even after changing the battery. There was no patient harm reported, however the surgery was extended by approximately 10 minutes and the procedure was completed with another device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.